Event description:
It was reported that the patient had been a successful cochlear implant user. At the (B)(6) of 2009, the patient's speech comprehension started to decrease. A huge drop in speech comprehension was noted by a speech therapist in (B)(6) 2010. Re-fitting was carried out, but it did not improve the situation significantly.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.